Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A 65 year old female patient upgraded from impella cp to impella 5.5 due to acute myocardial infarction complicated by cardiogenic shock. While on impella 5.5 support patient had intermittent controller failure alarms. Backup controller brought out, but alarms resolved, patient was stable on support. After review placement signal not reliable or loss of placement signal noted and appearing and disappearing on screen of controller. Alarms happening approximately every 15 -20 min. Hcp called for suction alarms, the impella 5.5 was supporting patient at this point for more than 30 days, which is beyond the recommendation in instructions for use. Pump was repositioned by hcp and placement signal was normal again and suction resolved. Patient successfully bridged to durable left ventricular assist device after more than one month on imella 5.5 support. Impella support was continued beyond the recommended 14 day duration; prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event. Aic: controller failure/error and no audible alarm during impella 5.5 support, there were issues with the automated impella controller (aic) having false alarms and no audible alarms. There were intermittent, false controller failure alarms. No other alarms were present, flows and pump metrics remained stabled throughout the alarm. The nurse brought in a replacement for an aic exchange, but at that point the alarms had resolved on their own. The alarm continued this pattern of intermittently appearing and then resolving on its own. There was no patient consequence as it self-resolved and metrics remained within normal limits. When reviewing the alarms at bedside with the rn, the abiomed representative noted an additional a loss of placement signal without an alarm also occurred intermittently and concurrently with the controller error alarms. The alarms occurred approximately every 15-20 minutes. There was no further mention of this issue or indication whether the alarms continued throughout the remaining 22 days of support. 5.5: placement signal issue during impella 5.5 support, there were placement signal issues. In addition to the automated impella controller's issues with intermittent controller error and concurrent placement signal not reliable alarms, the placement signal's aortic pressure measurement was not correlating to with the patient's blood pressure. This occurred on day 30 of support. The physician adjusted the ao signal on the console. Afterwards, the placement signal matched the patient's blood pressure and the suction alarms stopped. There was no patient consequence of this issue, as the aic successfully re-calibrated the sensor and this drift occurred beyond duration indication.

Manufacturer narrative:
D1. Brand name updated. H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer. No issues related to the reported ¿no audible alarm¿ condition or the speakers were observed.